Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, the reported incomplete coaptation appears to be due to patient anatomy, per the physician. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) and tethered restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During preparation of second clip, the first clip had single leaflet device attachment (slda) from the posterior leaflet. The second clip was deployed successfully. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.